Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, the customer was able to successfully load the cartridge. Blood glucose level was 127 mg/dl.